Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device was received with cracked case at battery tube threads, minor scratched lcd window, missing end cap sticker and partially broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer changed the battery but the alarm returned. She was working out and may have pressed the buttons with her body weight. She went to take a temporary basal off and got the button error alarm. Blood glucose value was 87 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.